Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to infection. It was noted that the patient also received antibiotic treatment. It was further reported that the patient's infection continued despite treatment and the patient subsequently died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.